Manufacturer narrative:
(B)(4).

Event description:
It was reported that egms revealed right ventricular lead noise. The lead was also noted to be fractured. The lead was successfully capped and replaced. The patient was doing fine post surgery.